Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported 4-5 patients that experienced post-surgical inflammation following an intraocular lens (iol) implant procedure in the last 3-4 months. The patients presented with hypopyon without the usual redness of the external anatomy of the eye (conjunctiva and sclera were clean). Inflammation seemed to dissipate with increased steroid treatment. Additional information has been requested.